Event description:
Discordant, falsely elevated interleukin 6 (il-6) results were obtained on 2 patient samples on the immulite 2000 instrument during a comparison study. The sample was rerun both neat and diluted, and the correct results were obtained when diluted. The diluted results matched the results from an alternate platform, but the falsely elevated results were reproducible when the sample was rerun neat. There were no reports of patient intervention or adverse health consequences due to the discordant il-6 results.

Manufacturer narrative:
The customer would not provide any additional information. The cause of the discordant il-6 result is unknown.